Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The pst observed that the flow sensor detected flow reliably throughout the evaluation. The flow information was consistently displayed on the screen with the calculated flow rate on the roller pump display throughout the display range. It was determined that the flow sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, there was a 150-200 milliliter (ml) inaccuracy where the sensor picked up increased ml in flow compared to the actual flow rates. As times, there was an increased inaccurate reading going up to 300ml of flow.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the flow probe incorrectly read the values. As mitigation, alternate data that was available for the same parameters were relied upon. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.